Event description:
Leads stuck in connector. Attempt to remove, resulted in leads being damaged. Leads replaced. Atrial lead model 4243, guidant, implanted 1999, removed 2005. Ventricular lead model 4244, guidant, implanted 1999, removed 2005.